Event description:
Healthcare professional reported right side "rupture". The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
E1. Zip code continued: (B)(6). E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a5, a6, b5, b6, d1, d2a, d2b, d4, d6a, d6b, e1, g4, h4, h6.

Event description:
Healthcare professional reported right side "rupture". The device was explanted and replaced with a non-abbvie device.